Event description:
It was reported by the customer that during leak testing prior to use, the cardiosave intra-aortic balloon pump (iabp) unit failed membrane test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the safety disk and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during leak testing, the cardiosave intra-aortic balloon pump (iabp) unit failed membrane test. There was no patient involvement, and no adverse event reported.